Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, d.1, d.2, d.4, d.6b, g.4, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.